Manufacturer narrative:
The lead was surgically abandoned. Another device was successfully implanted. Should additional information become available this event will be udpated.

Event description:
Boston scientific received information that during a change out procedure, this defibrillation lead was connected to the new implantable cardioverter defibrillator (ICD) with normal sensing, pacing and shock impedances. However, there was reported issues with inducing this patient. The patient was finally induced into ventricular fibrillation, the device charged and delivered the shock to the patient. However, the shock did not convert the patient and the patient was externally rescued. Recorded shock impedances for this issue was < 20 ohms. It was later reported that a low shock impedance had been previously detected with the previously implanted device. This out of range shock impedance red alert was delivered on the same day as another red alert pertaining to latitude monitoring capabilities of the old device. Technical services (ts) discussed alerts and advised that both the lead and both icds be replaced. No adverse patient effects were reported.